Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a premature ventricular contraction ablation procedure. During the procedure the patient's blood pressure dropped while mapping the right ventricular outflow tract (rvot) with the orion, there was also a non-boston scientific catheter in the rv. No resistance was noted while advancing the orion. The pressure drop was confirmed in the pa-rvot with body surface echo and a pericardiocentesis was performed. No additional patient complications were reported and the patient current condition is good. The catheter was discarded and will not be returned for evaluation.